Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 45 mg/dl at the time of the incident. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was using the auto mode feature. Insulin delivery was not suspended. Customer believe insulin pump was not over-delivering. The insulin pump will not be returned for analysis.